Event description:
The customer reported to vyaire medical that avea ventilator positive end-expiratory pressure (peep) is set to 6, it appears to be fine; when it is set to 20, it appears to auto cycle and appears to be out of spec at 17.6 on the monitor. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
"Vyaire medical file identification: (B)(6). A vyaire field service representative(fsr) evaluated the device onsite and ran expiratory pressure transducer calibration,expiratory flow sensor calibration and characterization exp. The ovp (operational verification procedure) passed once these items were corrected and the fsr explained to the user for future consideration. The issue was resolved and the unit was placed back in service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."